Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer complained of a system lockup that was resolved by rebooting the system. There are no reports of patient injury or death associated with this event.